Manufacturer narrative:
(B)(4). Children's medical ventures (chmv) has completed its investigation of the incident originally reported in medwatch (B)(4) detailing a product issue associated with an oral syringe device. Chmv received device in question on 07/20/2012 in a zip lock bag containing a small piece of a metal shaving, the shaving was not inside of the syringe. It was determined that the complaint alleged by the customer could not be substantiated. However, the device and metal shaving was forwarded to supplier quality engineering group for further analysis. A supplier corrective action request (scar) was submitted to investigate the reported issue of a feeding syringe containing a piece of metal shaving. The report concluded that no root cause could be determined and that a review of the manufacturing process indicated that there is nothing in the process which would contribute to the reported product issue. A review of the manufacturer's complaint data base indicated no other complaints associated with the reported product issue have been recorded. A review of the chmv complaint database from 08/01/2008 to 03/01/2013 revealed that no other complaint allegations of a feeding syringe containing a piece of metal shaving have been reported. The oral/enteral syringe is a medical device product line comprised of a group of syringes used by clinicians for the delivery of oral medications, formula, and breast milk in the clinical setting. The device is intended for a single patient use in a hospital and home environment administered by a trained caregiver. Based on the available information, it has been concluded that the reported product issue did not present a new unreasonable risk to the patient and/or user. The reported product issue is not representative of an issue meriting process or product design changes to reduce patient safety risks or the frequency of occurrence. Chmv has concluded that no further investigation activity will take place in response to the reported product complaint.

Event description:
Children's medical ventures (chmv) received a medwatch (B)(4) report detailing a product issue associated with an oral syringe device. The investigation has been initiated due to the allegation of the feeding syringe containing a piece of metal shaving. The customer is not sure what lot number the syringe came from but has reported the following potential lot numbers: 80413, 79735, 84283, 80287 or 79460. The syringe was not put in use and no patient harm has been reported.